Event description:
Healthcare professional reported "small amount of peri-implant fluid" confirmed by MRI. This is for the left side. The device still remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ seroma- late : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "small amount of peri-implant fluid" confirmed by MRI. This is for the left side. The device has been explanted.